Manufacturer narrative:
Additional information was added to h6 and h11: h11: the actual device was not available; however, a photograph of the sample was provided for evaluation. A review of the photo showed broken occluder legs beneath the twist clamp and will cause a leak through a closed twist clamp confirming the reported problem. The cause of the damage could not be determined, however; exposure to chemical agents such as hydrogen peroxide, alcohol or bleach as listed on product packaging can damage the transfer set materials. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap transfer set had fluid flow with the twist clamp closed. This occurred during use of the device for peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: the lot number was not available, however, the complete primary ID was not available. Should additional relevant information become available, a supplemental report will be submitted.